Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identification failed and require maintenance. User was unable to login. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the biometric identifier had failed and required maintenance. A field service engineer (fse) identified that the biometric identifier (bio ID) was not functioning and assisted with installing the updated lumidigm driver version 1.3. When the issue persisted on station, fse replaced the bio ID device, restoring functionality. Fse also assisted information technology (it) with network connectivity for other station and updated its ip address. Post repair, all bio ID devices were confirmed operational and passed hardware test application (hta) testing. The system functioned as intended after field service engineer repaired the device.